Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the programmer was randomly shutting down during use. It was noted that the programmer had been replaced and so does not need to be returned to the representative. The programmer was returned for service. No patient complications were reported as a result of this event.